Event description:
The doctor wanted to insert zso-7-5into the cbd through the prepositioned visiglide 2 andgle wire guide, assistant nurse tried to straighten the zso-7-5 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass. The wire did not pass because the pigtail was bent. The new zso-7-5 was used .and wire guide was not changed did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-nov-2023.

Manufacturer narrative:
Device evaluation: 02 x zso-7-5 zimmon biliary stents of lot number c1980605 and unknown were involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. This file captures the user error of a smaller than required sized wire guide used on the device and the user error and the use of a smaller than required sized wire guide with the replacement device. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Documents review: prior to distribution all zso-7-5 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number c1980605 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1980605. It should be noted that the instructions for use (ifu0045) which accompanies this device states the following: ¿refer to package label for minimum channel size required for this device there is evidence to suggest the user did not follow the IFU. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Confirmation of complaint: the complaint confirmed based on customer/or rep testimony. Summary: failure identified: user error: use of smaller than required wire guide. Confirmed quantity of 02 devices, 01 prior to use and 01 used. Investigation findings conclude a definitive root cause of user error can be attributed to the use of a smaller than required wire guide size with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.